Event description:
The device was explanted.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited backup vvi. The device could not be restored out of bvvi. Analysis of the bvvi report indicated that the device had tripped on or before 8/09/2009. A pulse generator replacement would be scheduled due to unresolved backup vvi status.